Event description:
On 10th october 2022, rayner received notification from its german affiliate company of an event that occurred during use of a rayone spheric rao100c. The event description provided states "on the back side of the lens in the middle of the optic there is a defect which cannot be removed, so the lens was explanted and new one was implanted".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states "on the back side of the lens in the middle of the optic there is a defect which cannot be removed, so the lens was explanted and new one was implanted. In the process, the capsular bag ruptured, and the standby lens dipped into the vitreous body". The device was retained and returned to rayner for evaluation; however, only the lens was returned. The injector was not received by rayner. The iol was returned dehydrated in a plastic vial. Cosmetic inspection of the returned lens under 10x and 30x magnification showed that there was a line of several triangle marks (digs) going from the optic edge to the centre. The biggest and deepest of them was located in the optic centre. This kind of damage to the lens is consistent with damage that may be caused as a result of delamination of the coating inside the injector nozzle which rarely can occur during injection as the lens passes through the nozzle. From the product return inspection performed we conclude that the event of the lens getting damaged during injection is consistent with a nozzle moulding fault. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 032188412.

Event description:
On (B)(6) 2022, rayner received notification from its german affiliate company of an event that occurred during use of a rayone spheric rao100c. The event description provided states "on the back side of the lens in the middle of the optic there is a defect which cannot be removed, so the lens was explanted and new one was implanted".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states "on the back side of the lens in the middle of the optic there is a defect which cannot be removed, so the lens was explanted and new one was implanted. In the process, the capsular bag ruptured, and the standby lens dipped into the vitreous body". The product has been retained and is expected to be returned to rayner for evaluation. The rayner risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is insufficient information/evidence available at this time to establish the cause of the damage observed to the optic immediately following iol implantation. Our review of production records for the rayone spheric rao100c batch 032188412 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from these batches were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 032188412.